Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the rns (remote network system or remote monitoring system) is crashing with error code "the memory could not be read" by cns6201.exe. The biomedical engineer attempted to reboot the machine which starts the program again but then it crashed again.

Manufacturer narrative:
The customer reported that the rns (remote network system or remote monitoring system) is crashing with error code "the memory could not be read" by cns6201.exe. The biomedical engineer attempted to reboot the machine which starts the program again but then it crashed again. The device was evaluated and the reported problem was duplicated. The customer identified the cause of the malfunction. A replacement module or component was sent to the customer. Based on the information provided at the time of the event assessment, there is no indication that was a patient injury or a reportable event as a result of this issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.